Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 116 mg/dl at the time of the call. The customer stated that they jumped in the pool with their pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery tests. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.